Manufacturer narrative:
(B)(4). Baxter evaluated the device and found that the lower latch switch was failing. It was determined that this failing part caused the system error 322 alarms. The lower auxiliary assembly which contains the lower latch switch was replaced. The software was upgraded per the approved remedial action activities. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
During review of the event history log system error 322 was observed. This suggests a device malfunction. Any patient involvement, injury or medical intervention is unknown.